Event description:
Consumer stated "this one didn¿t last 3 brushes before the bristles came out completely. This is a huge safety hazard for smaller kids if a parent wasn¿t there watching. I am throwing the rest away." She stated the toothbrush was used 3 times, child does not chew on the brush at all. Child spit out 5 "bunches" of bristles and there were 5 empty holes in the brush. Her son is fine, doesn't think he swallowed anything.